Manufacturer narrative:
It was determined that the event description does not qualify as complaint as it was noted that the procedure was converted to a manual total knee; but not because of end effector. It was due to patient deformities. Therefore, the MDR associated with this complaint as well as the complaint should be cancelled. The investigation was cancelled.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The new knee end effector that was sent to us did not have a magnet in it. We need to get it replaced. No real delay, because at the point of joint balancing the physician decided to do a total knee.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The new knee end effector that was sent to us did not have a magnet in it. We need to get it replaced. No real delay, because at the point of joint balancing the physician decided to do a total knee.